Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital as this s-ICD did not treat the ventricular tachycardia (vt) as expected resulting in an external defibrillation. Device data was sent to rhythmcare for review. Rhythmcare provided programming options and recommended lowering the shock zone. This device remains in service. No additional adverse patient effects were reported.